Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine device check. Upon interrogation, the pulse generator exhibited inappropriate mode switches. No intervention was performed. No further information was available.